Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was broken and unusable and the scope wash and insufflation ports were not working either. The case was finished without incident by opening a new device. No harm to the patient and no additional follow up required.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, d-10, g-4, g-7, h-2, h-3, h-10.

Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 07/06/2022. An investigation was conducted on 07/20/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be intact, with no visual defects observed. . The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device, the reported failure "break; c-ring" was not confirmed. The lot # 25162587 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.